Manufacturer narrative:
The user was provided with an explanation of the gas loss alarm, its potential causes, and troubleshooting steps. It was confirmed that there was no blood or visible kinking in the helium tubing, and the pump was not alarming during the call. A chest x-ray was ordered to confirm catheter placement.

Event description:
The user contacted the emergency support program line reporting that a gas loss alarm had occurred several times. No blood or visible kinks were noted in the helium tubing. No patient harm was reported.